Event description:
A report was received that the patient was explanted due to a staff infection.

Event description:
A report was received that the patient was explanted due to a staff infection.

Manufacturer narrative:
Additional information was received that the location of the infection was at the lead site. The patient was experiencing discharge from the lead site. The patient also had redness and tenderness at the ipg wound site. The physician believes the infection is related to the procedure. The patient was given IV antibiotics to treat the infection. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to a (B)(6).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70 (B)(4) model description:paddle lead 70cm.

Manufacturer narrative:
Additional information was received that the results of the culture taken were (B)(6).